Manufacturer narrative:
(B)(6).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ correction, d device identification - correction , h2 type of follow up - correction, h4 device mfg date - correction , h6: type of investigation - correction.

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.